Manufacturer narrative:
The device in question was returned to the manufacturer on march 25,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "burning smell from the tower" was confirmed. Based on the defects found during the technical inspection, it is concluded that the most likely cause for the described error is "failure of an ic circuit component by burning". Consequently, the entire product failed and no image were displayed. Further, the product could not be restarted at this point. The IFU states that in case of failure of products a replacement system shall be ready for each application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that in the middle of the examination the tower suddenly lost signal, the monitor dropped to a black screen, and a burning smell was noticed coming from the tower. Re-boot was not possible. As a result, the case was cut short, however the procedure had already been completed successfully. No negative impact in state of health reported.